Event description:
The cardanic extension was found detached from the distractor while the patient sleep.

Manufacturer narrative:
Methods: visual inspection, stereo microscopic inspection and process evaluation based on the lot number. Results: tensile cracks were observed under the stereo microscope. There were no indications of material or manufacturing defects observed. The product history device records were also reviewed based on the lot number provided, and no abnormalities were found. Assessment conclusion: the results of the investigation conclude that the root cause for breakage were due to mechanical overload on the device. If further information can be gathered that might add value to the contents of the investigated report, an additional follow-up report will be submitted.